Event description:
The customer reported, that the probe on the ortho provue analyzer dripped fluid on top of the gel card foil and into the sample tubes, causing contamination. Probe drip may lead to dilution of sample/reagent, carry over and/or cross contamination and erroneous results which could lead to transfusion of incompatible blood. Erroneous test results were not reported as a result of this incident.

Manufacturer narrative:
An ocd field engineer (fe) visited the site. No definitive root cause was determined. The fe replaced the probe, syringe, wash station and performed probe alignment to return the instrument to expected operation. The customer run and accepted qc. A complaint review indicates incident has not recurred at the site post service.